Event description:
The company was informed that the pt fell and dislodged his internal magnet. The internal magnet was replaced in 2008. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.